Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(6). Date of event: (B)(6) 2016 patient had symptomatic hemorrhagic infarct. (B)(4). The revive se will not be returned, therefore with no alleged quality issues stated no root cause determination can be made. A review of the manufacturing documentation associated with this lot (t10091) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhagic stroke is a known potential adverse event associated with the revive se device and is listed in the as stroke and hemorrhage. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that target lesion, underlying disease process, medication regimen and intra-procedural issues, specifically potential arterial damage from both the thrombus formation and the process to remove the thrombus, may have contributed to the reported event. No further action is recommended at this time.

Event description:
As reported by a health care professional, (B)(6) study patient (B)(6) presented on (B)(6) 2016 with clinical signs consistent with acute ischemic stroke. Magnetic resonance imaging revealed the thrombus location at right middle cerebral artery (m1). Thrombectomy was performed using revive se (frs21452299/t10091). Two passes were made with the revive and the basket was pulled up to the intermediate catheter (not pulled inside) and both were removed together through primary guide. There were no procedural complications or adverse events. At the 24 hour-follow up on (B)(6) 2016 patient had symptomatic hemorrhagic infarct. No other adverse events occured and patient did not receive any medication between the 24 hour follow-up and discharge. Patient was discharged on (B)(6) 2016. Adverse event of hemorrhage was reported on mar 27, 2015 which led to patient death. It was reported that the event was unrelated to the device, unrelated to the procedure and possible related to the underlying disease. There were no device failure or malfunctions. It was reported that the device was discarded.

Manufacturer narrative:
This is follow-up report # 3 being submitted for this complaint with associated MFR#2954740-2016-00130. Describe event or problem: update 14nov2016: the event of hemorrhage with an onset date of (B)(6) 2016 was reported to be moderate in severity and not a serious adverse event. Hemorrhagic transformation on right striatum with mass effect on the adjacent lateral ventricle was reported. It was reported that the event was unrelated to the device or to the procedure and possible related to the underlying disease or the medications. The reason for multiple deployments of the revive se was reported to be repositioning. The event resolved without sequelae on (B)(6) 2016. This event did not lead to patient death; patient death was reported to be due to cardiac and respiratory decompensation that occurred on (B)(6) 2016.

Manufacturer narrative:
This is follow-up report # 2 being submitted for this complaint with associated MFR# 2954740-2016-00130. Event date changed to (B)(6) 2016. This report for intracerebral hemorrhage that occurred on (B)(6) 2016.

Manufacturer narrative:
This is follow-up report # 1 being submitted for this complaint. Event date corrected from (B)(6) 2016 to (B)(6) 2016. As reported by a health care professional, (B)(6) study patient (B)(6) presented on (B)(6) 2016 with clinical signs consistent with acute ischemic stroke. Magnetic resonance imaging revealed the thrombus location at right middle cerebral artery (m1). Thrombectomy was performed using revive se (frs21452299/t10091). Two passes were made with the revive and the basket was pulled up to the intermediate catheter (not pulled inside) and both were removed together through primary guide. There were no procedural complications or adverse events. At the 24 hour-follow up on (B)(6) 2016 patient had symptomatic hemorrhagic infarct. No other adverse events occured and patient did not receive any medication between the 24 hour follow-up and discharge. Patient was discharged on (B)(6) 2016. Adverse event of hemorrhage was reported on (B)(6) 2016 which led to patient death. It was reported that the event was unrelated to the device, unrelated to the procedure and possible related to the underlying disease. There were no device failure or malfunctions. It was reported that the device was discarded.

Manufacturer narrative:
This event involved a death and those fields were accidentally omitted.  They have been added in this report to reflect the death event. An internal corrective action has been opened to address this issue. (B)(4).